Event description:
The event of patient not moving lower extremities has been assessed as not related to the study device, study procedure or dissection. The patient was given medication. The event was unresolved at the time of death. It was reported that the patient had sepsis and not multi-system organ failure and required medication. The investigator assessment states that the event is not related to the study device, study procedure or dissection. Please note that this model number (B)(4) is not approved in the united states; however, it is similar to the (B)(4) which is approved in the united states.

Event description:
Additional information was received. It was reported that the patient had a stroke. The investigator's assessment states that the event is related to the procedure. The autopsy report was provided. From the anatomic finding and pertinent history, the cause of death was to due aortic dissection as a consequence of having a history of hypertension. The entry point of the dissection is about 2 cm distal to left subclavian artery along entire length of aorta down to iliac arteries. Another patient condition which contributed but not related to the immediate cause of death was atherosclerotic heart disease. The manner of death was ruled an accident due to history of acute pcp use. The devices were explanted from the patient post-mortem and released to the implanting physician.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a complicated type b aortic dissection of thoracic aorta approximately. There was evidence of malperfusion and rupture. The subject was hemodynamically stable. The thoracic aortic dissection was confirmed, at a minimum by diagnostic contrast-enhanced cta with 3-d reconstruction, and/or contrast-enhanced mra obtained prior to the implant procedure. It was reported that two days post implant the patient could not move their lower extremities for an unknown cause. Two days later the patient suffered severe pulmonary insufficiency and was treated with medication. Investigator's assessment states this was procedure related and not device related. Nine days post implant the patient suffered multi-system organ failure and died. The investigator's assessment this event is not related to the procedure or the device.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (death, rupture), patient's condition affected effectiveness of device (pre-operative rupture of the thoracic aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-operative rupture of the thoracic aorta).